Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, even when not menstruating/ severe abdominal cramping, even when not menstruating") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), nausea, sneezing, burning eyes, congestion nasal, dysuria, stomach pain and dizziness. Previously administered products included for an unreported indication: depo provera and depo-provera. Concurrent conditions included stress incontinence and bloating. Family history included migraine (father). Concomitant products included hydrochlorothiazide (hydrochlorothiazid). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6)2008, 5 months 18 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced visual impairment ("vision/eye problems type: vision problems"), fatigue ("chronic fatigue/fatigue"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced weight increased ("weight gain / loss specify which one: weight gain") and alopecia ("hair loss/hair loss"). In 2009, the patient experienced pelvic pain ("pain (pelvis)"). On (B)(6) 2009, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"), urinary tract infection ("infection: (bladder/ urinary tract/vaginal) type: uti - urinary tract infection"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes describe: can't recall"), vulvovaginal pain ("vagina pain"), bladder disorder ("bladder or urinary problems or changes"), hypoaesthesia ("numbness"), vomiting ("anesthesia caused vomiting"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain"), pain in extremity ("legs pain"), back pain ("lower back pain, even when not menstruating") and dysmenorrhoea ("abnormally severe menstrual pain"). The patient was treated with midol [caffeine,mepyramine maleate,paracetamol] and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, hormone level abnormal, visual impairment, ovarian cyst, vulvovaginal pain, weight increased, alopecia, bladder disorder, hypoaesthesia, urinary tract disorder, urinary tract infection, vomiting, fatigue, migraine, headache, pelvic pain, abdominal pain, uterine pain, pain in extremity, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, visual impairment, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date:(B)(6) 2008 (per pfs) & (B)(6) 2008 since patient's removal surgery, her symptoms have mostly resolved, though some remain. . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes it was reported that she had left tube had 2 coils remaining and right tube had 3 coils remaining . Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: headache, back pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events abnormal bleeding , vomiting & bladder disorder are added. Lab data updated. Concomitant, historical conditions & drugs are added. Patient, product & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, even when not menstruating/ severe abdominal cramping, even when not menstruating") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), nausea, sneezing, burning eyes, congestion nasal, dysuria, stomach pain and dizziness. Previously administered products included for an unreported indication: depo provera and depo-provera. Concurrent conditions included stress incontinence, bloating and body mass index normal. Family history included migraine (father). Concomitant products included hydrochlorothiazide (hydrochlorothiazid) and medroxyprogesterone acetate (depo-provera) since 2003. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vomiting ("anesthesia caused vomiting"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"), urinary tract infection ("infection: (bladder/ urinary tract/vaginal) type: uti - urinary tract infection"), migraine ("migraines / headaches"), headache ("migraines / headaches") and pelvic pain ("pain (pelvis)"). On (B)(6) 2008, the patient experienced visual impairment ("vision/eye problems type: vision problems"), fatigue ("chronic fatigue/fatigue") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced weight increased ("weight gain / loss specify which one: weight gain") and alopecia ("hair loss/hair loss"). In (B)(6) 2009, the patient experienced hormone level abnormal ("hormonal changes describe: can't recall"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vagina pain"), bladder disorder ("bladder or urinary problems or changes"), hypoaesthesia ("numbness"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain"), pain in extremity ("legs pain"), back pain ("lower back pain, even when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal infection ("vaginal infection") and intra-abdominal haemorrhage ("abdominal bleeding"). The patient was treated with midol [caffeine,mepyramine maleate,paracetamol] and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, hormone level abnormal, visual impairment, ovarian cyst, vulvovaginal pain, bladder disorder, hypoaesthesia, urinary tract disorder, urinary tract infection, vomiting, fatigue, headache, pelvic pain, abdominal pain, uterine pain, pain in extremity, back pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the genital haemorrhage, weight increased, alopecia, migraine, dyspareunia, vaginal infection and intra-abdominal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, visual impairment, vomiting, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2008 (per pfs) & (B)(6) 2008 since patient's removal surgery, her symptoms have mostly resolved, though some remain. . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes; in (B)(6) 2008: full occlusion of both tubes it was reported that she had left tube had 2 coils remaining and right tube had 3 coils remaining . Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: headache, back pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 2-aug-2018: plaintiff fact sheet received. Events added from pfs- vaginal infection, abdominal bleeding. Event outcome was added. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain, even when not menstruating/ severe abdominal cramping, even when not menstruating'), genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and intra-abdominal haemorrhage ('abdominal bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), nausea, sneezing, burning eyes, congestion nasal, dysuria, stomach pain and dizziness. Previously administered products included for an unreported indication: depo provera and depo-provera. Concurrent conditions included stress incontinence, bloating and body mass index normal. Family history included migraine (father). Concomitant products included medroxyprogesterone acetate (depo-provera) since 2003 for birth control as well as hydrochlorothiazide (hydrochlorothiazid). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vomiting ("anesthesia caused vomiting"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"), urinary tract infection ("infection: (bladder/ urinary tract/vaginal) type: uti - urinary tract infection"), migraine ("migraines / headaches"), headache ("migraines / headaches") and pelvic pain ("pain (pelvis)"). On (B)(6) 2008, the patient experienced visual impairment ("vision/eye problems type: vision problems"), fatigue ("chronic fatigue/fatigue") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced alopecia ("hair loss/hair loss"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes/mood swings"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vagina pain"), bladder disorder ("bladder or urinary problems or changes"), hypoaesthesia ("numbness"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain"), pain in extremity ("legs pain"), back pain ("lower back pain, even when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal infection ("vaginal infection") and intra-abdominal haemorrhage (seriousness criterion medically significant). The patient was treated with caffeine;mepyramine maleate;paracetamol (midol) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, mood swings, visual impairment, ovarian cyst, vulvovaginal pain, bladder disorder, hypoaesthesia, urinary tract disorder, urinary tract infection, vomiting, fatigue, headache, pelvic pain, abdominal pain, uterine pain, pain in extremity, back pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the genital haemorrhage, weight increased, alopecia, migraine, dyspareunia, vaginal infection and intra-abdominal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, migraine, mood swings, ovarian cyst, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, visual impairment, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2008 (per pfs) & (B)(6) 2008 since patient's removal surgery, her symptoms have mostly resolved, though some remain. It was reported that she had left tube had 2 coils remaining and right tube had 3 coils remaining . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: full occlusion of both tubes; on (B)(6) 2009: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: headache, back pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs received. Event verbatim was updated as hormonal changes/mood swings and event pt was updated to mood swings. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, even when not menstruating/ severe abdominal cramping, even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), hypoaesthesia ("numbness"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight increased ("weight gain"). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, hypoaesthesia, dyspareunia, alopecia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, menorrhagia and weight increased to be related to essure. The reporter commented: since patient's removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, even when not menstruating/ severe abdominal cramping, even when not menstruating") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding (not recovered prior to essure) and menorrhagia (not recovered prior to essure). Previously administered products included for an unreported indication: depo-provera. Concomitant products included hydrochlorothiazide (hydrochlorothiazide). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia),"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes") and visual impairment ("vision/eye problems type: vision problems"). In 2009, the patient experienced alopecia ("hair loss/hair loss"), weight increased ("weight gain / loss specify which one: weight gain"), urinary tract infection ("infection: (bladder/ urinary tract/vaginal) type: uti - urinary tract infection"), migraine ("migraines / headaches"), headache ("migraines / headaches"), ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst") and pelvic pain ("pain (pelvis)"). In 2016, the patient experienced hormone level abnormal ("hormonal changes describe: can't recall"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain, even when not menstruating"), hypoaesthesia ("numbness"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain"), pain in extremity ("legs pain") and vulvovaginal pain ("vagina pain"). The patient was treated with (B)(6) [caffeine,mepyramine maleate,paracetamol] and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, hypoaesthesia, dyspareunia, alopecia, fatigue, weight increased, hormone level abnormal, vaginal haemorrhage, urinary tract infection, urinary tract disorder, migraine, headache, ovarian cyst, pelvic pain, visual impairment, abdominal pain, uterine pain, pain in extremity and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypoaesthesia, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: since patient's removal surgery, her symptoms have mostly resolved, though some remain. . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: hormonal changes describe: can't recall, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti - urinary tract infection, bladder or urinary problems or changes, migraines / headaches, tumor / teratoma / cancer type: ovarian cyst, pain (pelvis), vision/eye problems type: vision problems, abdomen pain, uterus pain, legs pain, vagina pain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.